Event description:
A power source alert was reported. There was no adverse impact to the customer¿s blood glucose level. The customer used the tandem charging cable and wall adapter, and after leaving the adapter plugged into a working outlet for at least 30 minutes, the pump began charging. No further assistance was required.